Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis. A review of the manufacturing documentation could not be performed as the lot number was not provided. However, as the complaint could not be confirmed no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The physician experienced severe resistance when he was advancing a presidio (pc4100730-30/f53571) in a microcatheter (transit/codman). It is unknown where exactly the products met resistance. Therefore the physician replaced both the presidio and the mc for new products (unknown coil and a renegade. Details unknown). Afterwards; the procedure was successfully completed and there was no patient injury reported. It is unknown how many coils were successfully placed using the transit before the complaint product. Prior to use; no defect (kink; bends etc) was noted on both the mc and the coil by visual inspection. There were no damages noted on the complaint product after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products are not going to be returned for evaluation. No additional information is available.